Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report 3012447612-2018-00780.

Event description:
It was reported that the hex drive feature of two closure tops became deformed during final tightening within surgery. The closure tops were removed and replaced with alternative closure tops to complete the procedure without reported patient impacts. This is event one of two for this event.

Manufacturer narrative:
UDI: (B)(4). Additional information: (ethnicity), (methods, results, conclusions) - the closure top was returned for evaluation. The hex feature does not have stripping damage as originally reported. However, the threads have deformation. Based on the event description and the nature of the thread deformation, it is likely the failure is due to misalignment between the closure top and pedicle screw tulip head. A review of the DHR did not identify any issues which would have contributed to this event.

Event description:
It was reported that the hex drive feature of two closure tops became deformed during final tightening within surgery. The closure tops were removed and replaced with alternative closure tops to complete the procedure without reported patient impacts. This is event one of two for this event.